Event description:
Customer reported a precharge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and batteries. System operates as intended.